Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was putting in a dvr screw when the tip of the screw driver broke off in the screw. All items were recovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. Visual examination of the returned product identified the driver bit was returned with the tip fractured and some wear on the instrument. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, e2, e3, g3, g6, h2, h10.